Event description:
It was reported that during a remote follow up, myopotential oversensing resulting in pacing inhibition was noted on the device. Abbott technical support was contacted and the device was reprogrammed to resolve the event. The patient was in stable condition.

Event description:
It was reported that during a remote follow up, myopotential oversensing resulting in pacing inhibition was noted on the device. Abbott technical support was contacted and recommended reprogramming of the device to resolve the event. No intervention has been performed at this time. The patient was in stable condition.